Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a compromised force sensor system alarm (a33 alarm). The customer stated the alarm occurred during the manual prime process. The device was not bumped or dropped prior to the alarm (a33) and the drive support cap appears loose. The customer's blood glucose at the time of the incident was 300 mg/dl. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.